Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an alert for noise on their right ventricular lead. In a remote check, the lead exhibited high pacing impedance more than double its baseline value. Lead damage was suspected but not confirmed. Programming changes were discussed but none have been made as of yet. The patient received no adverse effects from this event and will be monitored.